Event description:
Procedure performed: cholecystectomy. Event description: the surgeon complain that the clip cross itself or don't close correctly. Intervention: ni. Patient status: unknown.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Event description: the surgeon complain that the clip cross itself or don't close correctly additional information received by phone from applied medical representative on 5apr22: patient status: no patient injury lot number: 1423514 2 pictures are attached the clip cross itself or don't close correctly in their distal part. During the procedure, more than 6 clips were used. Intervention: endoloop suture, operating time extended slightly patient status: no patient injury

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, photographs provided confirmed the complainant¿s experience of scissored and improperly closed clips. In absence of the event device, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm has been evaluated and found to be at an acceptable level.